Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise reversion episodes, the pulse generator exhibited diagnostic anomaly; the r-waves looked very scratchy and the device was labeling the r-waves as noise and going into noise reversion. The patient was asymptomatic. It was suspected that the patient was in slow ventricular tachycardia ¿ vt. No intervention was performed, the physician elected to monitor the patient.